Manufacturer narrative:
Upon receipt, the lead was subjected to an extensive analysis. The performance of the device under complaint was scrutinized, including a visual, electrical and mechanical inspection. The inspection demonstrated deformations of the inner coil close to the is-1 connector pin. The subsequent analysis indicated that these damages were caused by over-rotation. Cuttings in the insulation and deformations of the outer coil were found which occurred most likely during the surgery. Blood penetrated the lead. In summary, the inner coil of this lead was found to be deformed. This damage affected the active fixation mechanism. No sign of a material or manufacturing problem was present.

Event description:
Boston scientific received information that this right ventricular lead was dislodged. The rv lead was explanted and returned. No additional adverse patient effects were reported. Should additional information be received, this file will be updated.